Manufacturer narrative:
Initial and final MDR 2007261, device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula kinked event 27-aug-2024 and 28-aug-2024. The infusion set was in use for 12 hours. The glucose level was high (value unknown) and the patient was treated by replacing infusion set and bolus. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.